Event description:
A triathlon size 8 left cementless femoral component was opened as requested during the tka. Upon opening a hole was noticed by the scrub nurse inside the sterile packaging. As a result the implant could not be implanted and instead a cemented size 8 left side femoral component was used instead.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Visual inspection was performed on the returned packaging. The carton appears to have been compressed to such an extent that the tip of the femoral component pushed through the plastic ribbed lid and both tyvek lids. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive handling during distribution.

Event description:
A triathlon size 8 left cementless femoral component was opened as requested during the tka. Upon opening a hole was noticed by the scrub nurse inside the sterile packaging. As a result the implant could not be implanted and instead a cemented size 8 left side femoral component was used instead.